Manufacturer narrative:
Follow-up # 1/supplemental report text-6/7/2013the lay user/patient¿s products have been returned and evaluated by lifescan product analysis on 3/15/2013 with the following findings:the meter involved in this case has passed all testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging unit powers off during use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The lfs product(s) has/have been requested for return to lifescan for evaluation. If the product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.